Event description:
It was reported an infusion of octreotide 250ml was programmed correctly at 10ml/hr. Infusion ended after 1.5 hours. Infusion data states that 15.4ml volume infused, however infusion was finished. Primary tubing- bd alaris pump infusion set model # 2420-0007 secondary tubing- bd secondary tubing set alaris model # ms3500-15 there was patient involvement, but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause of the report of an octreotide over infusion could not be identified because the requested devices or their associated logs were not provided by the facility.

Event description:
It was reported an infusion of octreotide 250ml was programmed correctly at 10ml/hr. Infusion ended after 1.5 hours. Infusion data states that 15.4ml volume infused, however infusion was finished. Primary tubing- bd alaris pump infusion set model # 2420-0007 secondary tubing- bd secondary tubing set alaris model # ms3500-15 there was patient involvement, but no patient harm.